Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g6/h10 - previous supplemental #1 is to be disregarded. Contents of that report are not associated with this claim. H1 - changed to malfunction. Claim#: (B)(4).

Manufacturer narrative:
(B)(6). PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation (B)(4)-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+6.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, the lens remains implanted.